Event description:
The patient contacted animas on (B)(6) 2013, reporting that for the past two months the down button and the back light button had a delayed response. The patient confirmed that the keypad was intact and there was no moisture to the pump. The patient reportedly wore the pump exterior to a garment does not clean the pump. There is no adverse event reported with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 04/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no visible damage to the keypad. The contrast and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the keypad issue, the bolus button was found to have a hole in it and the bolus button was found to be difficult to press. The button was removed and contamination was found on the button connector, button cover, and on the internal plug.